Event description:
During procedure (egd with mac anesthesia), esophageal specimens were being obtained. After obtaining a few specimens, doctor noted/stated the needle of the biopsy forceps was bent and requested another forceps. Old forceps was set aside and further biopsies obtained with new forceps per doctor without problem. Procedure was completed without incident.